Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During the interrogation of the pulse generator, it was noted that the right ventricular (rv) lead exhibited oversensing of noise which resulted in pacing inhibition. No intervention was performed. The patient was in stable condition throughout.